Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 13 years post implant of this 31mm mitral bioprosthetic valve, it was explanted and replaced by a 29 mm mitral mechanical valve due to severe stenosis. No additional adverse patient effects were reported.